Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, and at one week post-op, the lens had a low vault. The lens remained implanted. The patient has not experienced any outward associated symptoms and will be monitored. Additional information has been requested but none has been forthcoming.